Manufacturer narrative:
H3: device was returned to manufacturer. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
Customer reported absorber canister lid popped off during case. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.